Event description:
It was reported that the device was displaying a service indicator and had two error codes in memory. Upon inspecting the device, it was found that the unit locked-up during the start-up test and would not complete the boot cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The system and memory pcb assemblies were replaced and the proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported condition was not verified, nor duplicated. Both assemblies functioned properly on a mock-up device. Further root cause of the reported failure was not determined.